Event description:
The following was reported to gore: on (B)(6) 2023 this patient underwent a double ibd procedure, artivion was used as the main device. It was indicated that there was already an evar in place. It was determined that two gore® viabahn® vbx balloon expandable endoprostheses devices would be used in the internal iliac arteries. On the right and left side a 12 fr cook sheath with a guidewire 0.035 ; on the left side also a oscor 8.5fr with 17 mm/65 cm through that a 0.035 rosen guidwire and a v12 0.014 guidewire. According to reports, the right side was initially stented, however the vbx went up on the left side and got stuck in the tortuous aortic bifurcation. Then it was pulled back into the oscor sheath. The physician noticed the vbx had lost its balloon. In order to remedy the situation, the physicians tried to use a snare to bring the vbx down through the cook 12 fr. But that wasnt possible, then they used a 8 x 40 pta balloon and then the device went through the sheath out of the body. After changing the oscor 8.5 with 22mm the procedure went according plan and on both sides the vbx devices were successfully implanted. The physician is of the opinion that the cause of the event is because the sheath could not get over the profound tortuous evar bifurcation and was too small for the vbx.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Additional information in regard to the event and images of the case were requested from the physician. The provided additional information is captured in the event description. A review of the manufacturing records for the device verified that the lot met all prerelease specifications. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Engineering evaluation could not be performed as the device is retained at the facility. If returned gore will initiate the appropriate product evaluation and provide the result in the follow up report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: corrected imdrf codes. The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Product investigation report: the risk management file for the vbx device was reviewed and determined to be accurate and complete. No update is required. The reported primary device failure mode, related to the inability to advance the device through tortuous anatomy, could not be independently confirmed through evaluation of the returned endoprosthesis. The reported failure mode of stent dislodgement was confirmed as the undeployed endoprosthesis was returned without a delivery system. The physician reported the sheath was unable to pass the tortuous bifurcation anatomy where the vbx device became stuck which indicates the vbx device may not have had sheath protection at this anatomical location. The cause for the inability to advance the device is related to the tortuous patient anatomy as reported. The physician then attempted to withdraw the undeployed device back through the oscor sheath, and after this step the physician observed the vbx device was without its balloon. The 8.5 fr sheath reportedly used during the procedure is consistent with the vbx device instructions for use (IFU). The IFU warns against removing the device through the sheath with the endoprosthesis still mounted to avoid an interaction between the device and the sheath causing dislocation of the endoprosthesis. The cause for endoprosthesis dislodgement is related to a device interaction during withdrawal, but the specific interaction could not be confirmed. The stent dislodgement is consistent with reasonably foreseeable misuse due to withdrawing the device back into the sheath after being fully introduced, which is against the IFU.